Manufacturer narrative:
A product investigation was performed for this device. The actual device(s) were not returned to the manufacturer for evaluation. The root cause of the non-union is undetermined. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. There is no way to predict a non-union or failure to heal. The first im nail was replaced with an 11mm x 360mm, standard nail using one proximal screw and two distal screws. Sign fracture care international continues to monitor these events as part of our post market activities.

Event description:
On (B)(6) 2015, it was reported that a sign im nail implanted to repair a fracture of the left femur; was replaced during a follow up visit due to a non-union.